Event description:
User facility reports a pt connector disconnected from a tesio catheter. The 2008h with "nvl" software did not alarm. The sample is available for examination. The pt was found with hand wrapped around the line and is thought to have pulled it apart from the catheter connection. Estimated blood loss 100cc. No pt ill effects. No medical intervention. The blood flow rate was 400 and the "vp" pre incident was 280. The event occurred 3 hours and 35 minutes into the treatment. Medwatch filed due to blood loss only.